Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was questioning why the rhythm was not treated. Interrogation of the implantable cardioverter defibrillator (ICD) indicated possible ventricular oversensing and undersensing noted on stored electrograms (egm). There was also a lead integrity alert (lia)triggered for high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted the patient had a mitral valve surgery the same day the alert was triggered, and the physician indicated that the time of the alert coincided with the patient's mitral valve surgery. The physician stated a magnet was initially in place when arrhythmia was noted on the monitor then removed. The rv lead remains in use. No patient complications have been reported as a result of this event.